Event description:
Additional information was received from a healthcare professional (hcp) and patient via a manufacturer representative (rep). It was reported that the patient was using a backpack vacuum and the patient felt a buzzing sensation and the ins turned off without her knowing. The caller indicated that the patient and hcp contacted her about this issue yesterday (date of call (B)(6) 2021) and the rep thought that this issue occurred on (B)(6) 2021. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services reviewed emi considerations.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient recently started a new job at a production warehouse where they are around a lot of electromagnetic interference (emi). Patient noticed on saturday they went to charge like normal and their ins was off and the patient reported they didn't turn stim off and wondered if it was due to emi at their job. Caller stated patient just noticed ins was off on saturday but didn't know when exactly the ins would have turned off. The caller was not with the patient. The caller was redirected to have patient monitor issue to see if it occurs again - if it was due to the new work environment, it would likely happen again. Ts (tech support)  reviewed a power on reset (por) would have likely occurred if it was due to emi but ins may have also turned off if it got too depleted. Ts reviewed to have patient monitor ins charge level as well. No symptoms were reported.